Manufacturer narrative:
(B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was using their remote to check the intensity of their interstim and turn it up, but they were unable to make any adjustments. It was noted that the implant was for fecal incontinence. Patient stated that when they turn the device on, they would see numbers like it normally does, but when they try to adjust the stimulation ,it won't let the patient progress. Patient said that they tried changing out the batteries for their programmer (pp) but was not sure if that was what they were supposed to do. Patient had access to the pp and they confirmed they used an antenna, synced with the pp and it showed stimulation was off. Patient stated they were on p1 at 1.8v. It was reviewed that therapy needed to be on for it to be effective, and the therapy was turned on. Patient noted that they felt stimulation. It was reviewed that the implant needs to be on for the patient to increase stimulation, further reviewing that patient would only be able to decrease it when the implant is off. Therapy expectations were reviewed to be 50% in symptom reduction. It was reviewed for patient to consider increasing amplitude if medically appropriate and that it takes time for the body to respond to therapy. Patient stated that they were concerned because they could not feel stimulation and had return of symptoms. It was reviewed that the stimulation should never be uncomfortable for the patient and that it was not always about feeling it but more about tracking the symptoms. Patient was redirected to the health care provider (hcp) if problem did not resolve. Patient stated that the device had been a life changer for them in the last year. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that their return of symptoms began in (B)(6) 2017 and that the stimulation may have been turned off while being in the patient's purse. The patient indicated that at the time of follow-up stimulation was on and working. The patient indicated that their symptoms and stimulation issue was resolved at the time of follow-up. There were no further complication reported or anticipated.